Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 21525 were returned and analyzed. The data files showed at least 12 injections were performed with returned balloon catheter and system notice 50005 ¿the safety system has detected fluid in the catheter and stopped the injection¿ was triggered on one application. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. During dissection test, liquid was found in the service loop. Shaft crack at 65mm from the tip was observed during the pressure test that explains the liquid in the service loop. Guide wire lumen breach and kink were observed at 70mm from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach and the shaft breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. Additionally, blood was visible on the coaxial tubing. The case was able to be completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.